Event description:
It was reported that pump insulin gauge displayed much lower insulin amount than expected, with significant difference between displayed and expected fill estimates despite proper cartridge filling steps. There was no reported adverse impact to the customer¿s blood glucose level. Customer was educated about single-use cartridges, guided through filling and loading new cartridge, and instructed to deliver test bolus, but issue persisted, so technical support arranged pump replacement, confirmed use of current pump as backup therapy, reviewed storage mode and return instructions, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.